Manufacturer narrative:
The zoll console was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
The thermogard xp ivtm console (B)(4) was returned to the (B)(4) zoll service department, with a note from the user indicating the console displayed a mid:09 (air trap assembly) error message during set-up. No further information was provided.